Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the ac connector power jack in the controller appears dislodged and loose inside the controller. Upon opening the back panel, the connector power jack was resting loose inside the controller adjacent to the pcba. Remnants of solder is noted on the bottom of terminal 2, with a torn layer of surface finish on both terminals 1 and 3. Small solder spots noted under terminal 2 maybe indicative of insufficient or cold solder. The locator pin on the bottom of the j1 component is broken. It was reported that the metal prong of the cuff pressure controller was broken. The reported issue was confirmed. The most likely cause was the dislodged j1 component may be associated with presumed insufficient soldering in conjunction with the inadvertent force used to insert the adapter into the power jack as well as the tension when unplugging the adapter. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from FDA's 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. H9: z-2651-2023 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the metal prong of the cuff pressure controller was broken. There was no patient involvement.